Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing t waves. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.